Event description:
On (B)(6) 2012 the reporter contacted animas to report that since (B)(6) 2012 the patient had obtained higher than usual blood glucose readings, "in the 200's mg/dl". The patient noted this was a replacement pump, and that she had reprogrammed the settings into the new pump herself. The patient experienced no symptoms of high or low blood glucose levels. The patient took herself to the emergency room on (B)(6) 2012 "due to her concern about her higher than normal blood glucose levels". The patient did not report any treatment received. The technical support representative contacted the patient to obtain and verify information, and to troubleshoot the pump; however was unable to reach her by telephone. No pump troubleshooting was performed. The patient's blood glucose levels, without symptoms, did not suggest severe injury as defined by animas. However, as there was no information about whether the patient received treatment for her diabetes in the emergency room, and there was no pump troubleshooting done to determine if the pump was functioning appropriately, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.